Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the blood glucose had been running high. The blood glucose reading was 226 mg/dl. She did not express any symptoms of high blood glucose and treated with manual injection. She stated that the drive support cap appeared normal. She found no air bubbles and no leaks. She was advised to run a manual prime and stated that insulin did exit from the tubing. She stated that the time, date, basal rates and bolus wizard settings were correct. The insulin pump failed the high pressure test. Nothing further was reported.